Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d1 and d4. Upon review, the brand name, catalog and serial number have been updated.

Event description:
Additional information was received that reported "aic alarmed: purge system blocked. Purge flow < 1ml/h. Pump performance maintained.

Manufacturer narrative:
B5. Additional event description added. D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge flow blockage. The patient expired from multi organ failure while on impella support.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: clinical symptom (organ failure): the cause of the injury was not determined due to insufficient clinical details. Purge system blocked: the pump was not returned for investigation. Console serial number was unknown. Data log was not provided or retrieved from the remote server. The cause of the purge system block issue was not determined without returned product investigation and sufficient clinical information, including data log. Device history review: the complaint pump passed all post sterile inspection checks.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. B3: per additional information, corrected the date of event.